Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery alarm, changed the battery and received failed battery test alarm. Blood glucose level at the time of the incident was in the 200 mg/dl range. Customer was assisted with troubleshooting but got a failed battery test alarm due to not having a fresh battery. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.